Event description:
A doctor alleged that an employee had experienced a reaction with symptoms of redness, pain, cracks, blisters and scars on her hands after holding the optiobond solo plus cartridge.

Manufacturer narrative:
On (B)(6) 2013, the employee visited a dermatologist where she was prescribed hand creams, moisturizers and fragrance free soaps. She also takes over the counter allergy medications. To date, the employee is doing fine. She reported that she no longer has any issues when coming in contact with the latest bottles of optibond solo plus. A visual inspection of the returned product was evaluated, yielding results within specifications. The paste appeared to be homogenous and free from contamination. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.